Manufacturer narrative:
(B)(4). The device was not returned to physio-control for evaluation. A third-party service agent evaluated the device and verified the reported issue. The third-party service agent replaced the user interface pcb and system pcb assemblies. Proper device operation was then confirmed through functional and performance testing. The device was subsequently returned to the customer.

Manufacturer narrative:
(B)(4). The device was not returned to physio-control for evaluation. A third-party service agent evaluated the device and verified the reported issue. The third-party service agent replaced the user interface pcb and system pcb assemblies. Proper device operation was then confirmed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
It was reported to physio-control that the customer's device had a white screen. A white screen is indicative of a device lock-up. During device evaluation, a third-party service agent observed that the device had logged multiple event codes into its memory. There was no patient use associated with the reported event.